Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. There was no reported impact to customer¿s blood glucose level. Customer contacted support, was guided through pump reset, did not see cgm error again after reset, and successfully started new sensor session.